Manufacturer narrative:
The customer¿s report that the tubing leaked from the filter was not confirmed. The set returned by the customer does not have a filter component as was reported by the customer. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported that the tubing leaked from the filter during an ivf infusion. The tubing had been in use less than 72 hours. No patient or user harm was reported.